Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with juvéderm® voluma¿ xc into the temple and juvéderm® volbella¿ xc into the jawline. 4 total syringes were used. The following day, patient began experiencing redness and then swelling, but no pain. Patient stated event was a bacterial infection on the left side of the face. Healthcare professional saw photos of the patient and confirmed there was blistering and oozing skin. Itchning and burning also noted. Patient self prescribed mupirocin and a week after onset, patient reports the itching and burning was gone, but the area is just red and peeling. Event ongoing.